Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, after an enema was administered on (B)(6) 2024 it was noted that "the cap of the enema tubing was not taken off and was inserted into the rectum". The customer reported that the patient required a "sigmoidoscopy" for removal of the cap. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after an enema was administered on (B)(6) 2024 it was noted that "the cap of the enema tubing was not taken off and was inserted into the rectum".